Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and the associated outflow graft were not returned for evaluation. Log file analysis revealed a decrease in power consumption and estimated flow starting on (B)(6) 2020, leading to parameters below normal operating range, and 10 low flow alarms logged since on (B)(6) 2020. As a result, the reported low flow event was confirmed. Information received from the site indicated that the patient experienced hemolysis, elevated lactate dehydrogenase, and cardiogenic shock. Of note, it was reported that the outflow graft was found to be compressed and, during intervention for the outflow graft compression, the patient died. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula / outflow graft, and / or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot#: 0001762926, h6: patient ime code(s): e0514, h6: imf code(s): f1203, f19 h6: FDA method code(s): b17, h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products:product ID: 4068-52, product type: lead, implanted (B)(6) 1999 additional products: heartware ventricular assist system ¿ outflow graft model #: 1125 / catalog #: 1125 / expiration date: unk / serial or lot#: 1762926 UDI #: asku no mfg date: unk. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited below normal power consumption and low flow alarms. A vad thrombosis or an outflow graft obstruction was suspected. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The system reported outflow graft reported in h10 was updated. Lot number was updated from 1762926 to 0001762926; expiration date updated from unk to 30-jun-2018, UDI updated from (B)(4) to (B)(4) , and mfg date updated from unk to 30-jun-2013. Additional products: d1: heartware ventricular assist system ¿outflow graft d4: expiration date: 30-jun-2018 / lot#: 0001762926 UDI #: (B)(4), h4: mfg date: 30-jun-2013 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being submitted for additional information received concerning the event narrative. Additional products: outflow graft. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also presented with hemolysis, elevated lactate dehydrogenase (ldh) and clinical picture of cardiogenic shock. The outflow graft was also noted as kinked/bent and compressed. During intervention on the outflow graft compression, the patient died.